Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, indicating a needle mechanism failure.

Manufacturer narrative:
The device was received with the cannula assembly not deployed. Upon opening the device, the ratchet gear was positioned in front of the firing flat and did not reach the firing position. The download data showed no timeouts or drive stalls, however there was an 0x41 alarm which is generated when a rotational sensor error has occurred. The rotational sensor data did show that there was one closed pulse during what should have been a series of open pulses, which is what triggered the alarm. The device completed 45 pulses, 40 of which were first prime. Because the device alarmed before fully completing second prime, the device never deployed. The device was connected to a master pdm and a 5 unit bolus was delivered. The rerun data did not generate the rotational sensor malfunction, an alarm, timeouts, or drive stalls. No physical damages were observed to the drive mechanism that would contribute to the rotational sensor error. No other damages or manufacturing deficiencies were found during the investigation.